Manufacturer narrative:
Previous admission with hemodynamic compromise was reported under MFR # 2916596-2020-05135. Manufacturer's investigation conclusion: review of the submitted log files showed the system operating as intended. The pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient was readmitted due to ischemic cerebrovascular accident (cva). The patient presented dyspraxia, right side hemiplegia, confusion, babinski sign positive on right side. The lab results for (B)(6) 2020 and (B)(6) 2020 show the international normalized ratio (inr) of 6.52, lactate dehydrogenase (ldh) of 240, prothrombin time (pt) of 79.2, partial thromboplastin time (ptt) of 89, troponin t of 0.041. A CT brain was performed and shows that cortico-subcortical hypodensities are noted in the left cerebral hemisphere, in the territory to the left internal carotid artery, associated with effacement of the sulci and gyri consistent with acute ischemic infarction. No hemorrhagic transformation is noted. There is mild mass effect on the left lateral ventricle. There is no midline shift at present. Additional information states that log files does not show any unusual events in the event history. The mcs equipment was operating as intended. Additional details note that the patient suffered from an ischemic stroke involving the left hemisphere. There was no indication that any medical condition affected the development of this ischemic stroke in the weeks prior to presentation. The patient's anticoagulation status was protective against ischemic events, as his inr on admission was 6.52. The patient suffered from an infarction to the entire left cerebral hemisphere and suffers from debilitating neurological deficits. The patient has a poor prognosis in terms of quality of life and life expectancy. The treating team at the hospital attempted a thrombectomy which was unsuccessful, and the patient is now being treated with 14,000 u of intravenous (IV) heparin 24 hours to maintain a therapeutic inr. The patient is also receiving supportive care.